Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - (B)(6) 1998 event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial hip arthroplasty in (B)(6)1998. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The head and liner were removed and replaced.